Manufacturer narrative:
(B)(4). The reported failure of the cuff wont inflate was verified due to a cut in the bronchial cuff. The manufacturing guidelines and controls were reviewed and found effective to detect this type of failure mode. The reported malfunction is not related to the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
The nurse did balloon test prior to use. During the test, she found the inflated tracheal cuff was leaked the air. There was no patient involved.